Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. It is possible that the foreign material may have remained because reprocessing on the subject device deviated from the instructions for use. The event can be detected/prevented by following the instructions for use which state: instructions for use states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.